Event description:
I have read recently and seen reports on tv concerning the study you are doing regarding lasik surgery and the adverse outcomes, especially that of dry eye. I would like to report that I am one of those pts who had that happen. It all came from the surgery. I had no previous problem with dry eye and with that fact the surgery was also not entirely successful. I had the monovision surgery done in case that is a fact you wish to take into consideration. I was not given enough facts of possible outcomes when trying to make an informed discission about surgery. With the help of a different ophthalmologist I am trying to get relief from the extreme irritation and sometimes pain of dry eye. It turns out I also have cataracts as well, and they prevented the lasik from working. I most likely should never have been operated on. This dr made a bad decision and a big mistake doing my surgery. I paid out of my own pocket and have never been without glasses for some use, and the glass prescription had changed twice since the surgery. A big mess and the dry eye will be with me forever. I am using steroids to alleviate it at the present time. We will see if that works. Thank you for your attention to this. Count me as another pt who came away with permanent damage/dry eye from lasik.